Event description:
It was reported the physician experienced difficulty while attempting to explant a patient's ((B)(6)) leads. The leads broke as the physician was removing them. The physician elected to perform a laminectomy in order to remove the leads. Device information was requested but has not been provided to the manufacturer.